Manufacturer narrative:
Section d: the lot number provided does not match a lot number in manufacturing records.neither samples nor pictures were received for the analysis of this complaint. The device history record were not reviewed as the lot number is unknown. F the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that the last two deliveries of remodulin supplies had 1 cassette with a broken seal that looked like a slice. There was no interruption to therapy, missed doses or adverse events reported due to product issue. There was a patient involvement and unknown patient harm/adverse event reported.